Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of the tampon were stuck inside me - vagina [foreign body in reproductive tract] (tampon) fell apart while removing it... Pieces of the tampon were stuck inside me [complication of device removal]. (Tampon) fell apart [device breakage]. Case narrative: consumer reported via email that the tampon fell apart while removing. No serious injury was reported.